Event description:
Medtronic received a report that the patient was undergoing treatment for amorphous, ruptured tumors with unknown diameter. It was noted that the patient's blood flow was normal and vessel tortuosity was normal. It was reported that when they opened the package and when the physician tried to pull out the coil, the delivery wire was already broken, so the usage was discontinued and another lot was used. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.